Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that during use of polyflux dialyzer, n external blood leakage was observed from the cap (approximately 10cc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be contaminated with blood. After disinfection, leak testing of both the dialysate and blood sides was performed, and no leaks were observed. Further inspection showed that the access connectors had not been screwed in properly to the blood ports, which allowed the reported leakage. No product defect was identified during analysis. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a droplet of blood on the access line just below the screwed connector. There was no visible external damage to the blood port itself. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The specific defect that allowed the leakage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.